Event description:
It was reported that while using the surgical fiber during a prostate procedure, the tip of the surgical fiber became unresponsive to the fiber control knob at 133,623 joules of use. The case was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
(B)(4). Fiber analysis: the fiber was found to have a radial fracture of glass cap distal to fiber/cap fusion zone. Glass fragments were observed within the metal cap interior. The fiber proximal to fracture can rotate independently of metal cap. The metal cap exhibits mild burning and char on the outer surface. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. This issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.